Manufacturer narrative:
Inspected three opened/used reservoirs performed manual prime test. The reservoirs passed per inspection. No occluded anomalies were observed during test. The reservoirs connected/locked in place properly. The remaining seven sealed reservoirs analysis not required due to expired device. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The blood glucose at the time of the incident was 129 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.